Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was found leaking on the front of the bag through the letter "I" in (B)(6). This was identified while compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual inspection, solution was observed leaking inside the zip lock bag; however, no obvious defect could be easily identified to the device. Magnified inspection was performed and revealed a small hole in front of the bag. Functional testing was performed and leak was identified at the front of the bag from the dotted part of the letter "I" in the word (B)(4) the reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.